Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds in the middle of the embolization coil. The pusher assembly outer diameter was measured with an fx-7487 ring gauge and was within specification. Conclusions: evaluation of the returned smart coil revealed a embolization coil with offset coil winds. If a smart coil is forcefully advanced against resistance, damage such as this may occur. During functional testing, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without resistance. The non-penumbra microcatheter used in the procedure was not returned for evaluation; therefore, the reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted a non-penumbra coil and a smart coil into the target vessel. Upon advancement of another smart coil approximately 20 cm through its introducer sheath, the physician encountered resistance and reported that the smart coil was unable to advance any further. The smart coil was therefore removed and was no longer used in the procedure. The procedure was completed using another smart coil and four other coils. There was no report of an adverse effect to the patient.